Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pfr kit, the capio device pulled the suture off to the side during testing, and caught it in the grill in such a way that it frayed the suture, but did not break it. The physician used a stand-alone capio device with this suture when performing the procedure, and he was able to get the suture through the ligament. The bullet then detached in the physician's hand outside of the patient. There were no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pfr kit, the capio device pulled the suture off to the side during testing, and caught it in the grill in such a way that it frayed the suture, but did not break it. The physician used a stand-alone capio device with this suture when performing the procedure, and he was able to get the suture through the ligament. The bullet then detached in the physician's hand outside of the patient. There were no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the mesh was implanted. The capio device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
(B)(4).